Event description:
It was reported that during a stenting procedure stent damage, balloon tear and removal difficulties occurred. The target lesion was located in the calcified proximal right coronary artery (rca). A 3.00 mm x 16 mm promus element plus stent had difficulty crossing but managed to pass through the proximal part of the lesion. The physician used a buddy wire technique but they could not fully cross and pulled the stent back. Upon pullback there was resistance and it got stuck. During the first attempt to pull the stent out, the physician pulled it very hard resulting in the stent to flare. They deep seated the nonbsc guide catheter all the way to the stent and pulled out the entire system including the non-bsc sheath. The stent basically looked sheared off and tore the balloon itself. A new access on the left femoral area was obtained and procedure was completed with a different device. No complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).